Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal would load into the delivery tube during separation. A new kit was used to complete the procedure. There were no pt effects. The product is returning.

Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on (B) (6) 2010, for investigation. A visual inspection revealed that the seal was in the loader, the plunger was not depressed and was received in the loader. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the investigation is completed. (B) (4)